Manufacturer narrative:
Date of alleged events not provided by the complainants. Unknown as product unspecified. Catalog number unknown as product unspecified, expiration date unknown as product unspecified, lot number not provided by the complainant. This MDR is being filed beyond the 30-day reporting requirement due to our initial assessment resulting in the opinion that the complaint allegations arising from this lawsuit were to vague and not specific enough to form a conclusive decision. After further thought and review, this MDR is being filed. Surgeon name not provided by the complainant. Product explanation not confirmed by complainant. Is device single use: information not provided by the complainant. PMA/510k number: unknown due to unspecified product. Device manufacture date not know as lot number not provided by the complainant. Thus far, investigation into this claim has included a review of the claim allegations. A review of the cbi complaint system which did not identify any previous complaints matching the provided details. And reassessment of the ae reporting decision tree in which a determination to file an MDR was made. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign device performance and the alleged injury remains unknown. However, based on the allegations in the complaint that, on (B)(6) 2007, the complainant had implanted in her a posterior prolift system manufactured by gynecare, for her stress urinary incontinence, and then had a (unspecified) biodesign graft implanted on (B)(6) 2009, we speculate that our product was likely placed to repair damage from the previously placed gynecare product or to repair a recurrence of the patient's stress urinary incontinence. No further details are available at this time. The investigation into this report remains ongoing. If/when additional information is obtained a follow-up report will be filed.

Event description:
The patient was reportedly implanted wit ha gynecare posterior prolift system on (B)(6) 2007 and an unspecified surgisis graft on (B)(6) 2009. These products were noted to be used for treatment of the patient's stress urinary incontinence. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury and has undergone corrective surgery. The following information was not provided by the complainant: specific information of the alleged injury. Specific information regarding whether intervention was performed. Specific information regarding why intervention was performed or what type/ to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current patient status.